Event description:
The customer reported they have had two occurrences of pt burns on the distal ankle during procedures. One occurred (B) (6) 2009, reported to be 3rd degree. (See MFR report# 1717344-2010-00340) an emg monitoring machine was in use. Emg electrodes were placed on the pt's ankles. The electrodes on the pt's ankles are used to stimulate nerves. Two forcefxc generators were in use for the procedure, with two pads placed on the pt posterior both thighs. The procedure was removal of hardware t-9-l-2, posterior instrumented fusion t-8-l-2, anterior t-11 corpectomy with approach by left thoracotomy. Injuries were to both ankles 1-2 mm and 3-4 mm.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.